Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag to ventilator switch and harness were replaced.

Event description:
The hospital reported that, during a case, the clinician switched to mechanical ventilation, and the ventilator did not start. The clinician reportedly switched back to bag mode and completed the case with no further reported complaint. There was no reported patient injury.